Event description:
It was reported that the insulin pump was dropped on the floor, and the drive support cap appears to be protruding. It was also stated that the customer pressed on the drive support cap while being connected to the infusion set. No patient complication was reported due to this. Nothing further was reported.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump was received in with cracks at the end cap, display window, battery tube threads, reservoir tube lip and a scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.